Manufacturer narrative:
The impella cp was received and an investigation is underway. A supplemental MDR will be filed with the results of the investigation upon completion.

Event description:
The complainant reported a (B)(6) asian female patient presenting for high risk percutaneous coronary intervention with the impella cp. Signs of hemolysis were exhibited during use of the device (red urine), however, this was not clinically confirmed via plasma-free hemoglobin testing. Repositioning attempts were not successful, therefore, device removal was required and a new impella device was inserted and operated without issue.

Manufacturer narrative:
The device was returned for investigation and the console's data logs were returned for analysis. A visual inspection found no damage, deficiencies, or abnormalities with the pump. Hemolysis testing was conducted and the pump operated within specification. Despite failing to reproduce the reported failure mode, multiple pump positioning alarms were identified within the data logs, suggesting the pump had been out of position for the majority of support.